Manufacturer narrative:
This event occurred during an unspecified date of (B)(6) 2019. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was that reported that a clearlink continu-flo solution set over infused. The reporter stated that the roller to slow down the flow was not working. There was difficulty with tightening the roller clamp; the fluid would not slow down. The clamp was put down halfway and the fluid went through. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.